Manufacturer narrative:
The reported events of failure to capture, sensing anomaly and high pacing lead impedance were confirmed. Final analysis found that as received, a partial lead (only distal portion) was returned in one piece for analysis. X-ray examination found all filars of the inner coil were broken/separated at the middle region. Destructive analysis found all filars of the inner coil appeared to be fractured. Scanning electron microscope verified that all filars of the inner coil were fractured. The cause of the reported events was due to fractured inner coil consistent with bending fatigue.

Event description:
It was reported, that the patient presented for a follow-up in clinic. Upon interrogation, it was noted, that the right ventricular lead exhibited failure to capture, high pacing impedance and had poor sensing. The lead was explanted and replaced. The patient was stable.